Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they could not read the screen. There was a black dot in the middle of the screen with lines and a black smudge above the escape button. Customer's blood glucose level was not reported. The customer fell. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case at display window corners and minor scratched display window.